Manufacturer narrative:
Correction: d3, e4 the investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data analysis: console logs from the reported day of event are mostly consistent with complaint and show ¿impella defective¿ alarm (#3, due to errors reading pump eeprom). Device analysis: console was tested in the lab, and intermittent errors during pump eeprom reading were reproduced with a known-good engineering pump. Controller error alarm related to optical bench was not reproduced, however corresponding data was consistent with loss of light in the optical system, not necessarily due to defective lamp. Console inspection revealed that optical pump connector was heavily contaminated. Root cause : ¿impella defective¿ alarm with pump, was due to pump eeprom communication issues caused by malfunction of the impellatronic board (epm sub circuitry). Controller error alarm was due to momentary loss of light in the optical system was most likely caused by optical bench malfunction (exact component could not be identified). Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported patient was prepped for impella support due to asystole. During preparation, the impella was started outside of the patient¿s body. An impella defective alarm was displayed. A second pump was opened and the same message was displayed. A new aic was turned on, the second pump was connected with no alarms, and the case proceeded.

Manufacturer narrative:
The impella device was received from the customer. Upon completion of the investigation, a supplemental MDR will be filed.